Event description:
It was reported that, "lag screw binded up while inserting and had to be removed."

Manufacturer narrative:
Dimensional examination revealed no deviations in the relevant undamaged areas. Function test performed on the device revealed that function is given in full. Review of device history record (DHR) - a review of the DHR/inspection records for the lag screw (lot code k395725) revealed no discrepancies. The lot passed final inspection in (B)(6) 2011 in a total quantity of 50 units. The review of the manufacturing documents revealed no deviation during manufacturing of the lag screw. The dimensional examination of the not damaged areas and the functional check revealed that the screw is intended condition. The event is reproducible if the wrong ccd-angle was chosen or if the sleeve is not locked on the target device. The examination of the returned lag screw and the functional check revealed no deviation of the lag screw. Thus, it could be assumed that the reported event is not related to a deviation of the device.